Manufacturer narrative:
(B)(4). Evaluation, results: no results available since no evaluation performed (root cause of event is unknown ¿ device not returned for evaluation). Conclusions: unable to confirm complaint (root cause of event is unknown ¿ device not returned for evaluation).

Event description:
Device evaluation: the device was returned to medtronic for evaluation. The proximal end of the distal tip was flared and partially bunched. There were numerous kinks visible along the catheter. The middle member had detached 140.0cm proximal to the distal end of the tip and flush with the distal end of the steel luer. The break site was jagged and uneven.

Manufacturer narrative:
Evaluation results: related to operational context (operational use of the device most likely contributed to event). Evaluation conclusion: operational context caused or contributed to the event. (Operational use of the device most likely contributed to event). (B)(4).

Event description:
The physician successfully deployed a complete se stent to treat a lesion in the superficial femoral artery. It was reported that difficulties were encountered removing the delivery system following stent release. The introducer sheath and guidewire were removed through a different access site and the delivery system was able to be withdrawn. A second complete se stent was then deployed without any issues. No clinical sequelae were reported.

Event description:
Cine image review: three (3) still images were received for review. The first image was of insufficient quality to use as part of the investigation. The second image shows the profile of a deployed complete se stent in the sfa and this stent is overlapping on the distal end with another stent. The stent profile is impacted by the diffuse disease in the vessel. The third image shows the vessel profile after stenting. The lumen patency is acceptable and the treatment appears to have been successful. The image showed the profile of the successfully deployed stent and an angiographic view of the vessel profile after treatment. The images do not provide insight into the reported removal difficulties.